Event description:
A high blood glucose event prompted the customer to visit the emergency room, with subsequent hospitalization and admittance to the intensive care unit, where blood glucose levels exceeded 500 mg/dl, causing dehydration and requiring intravenous treatment of saline and insulin. Ketones were present but not considered dangerous. No permanent damage reported, and the customer was released after two days. A supplies and system check confirmed that no further assistance was required.

Event description:
A high blood glucose event prompted the customer to visit the emergency room, with subsequent hospitalization and admittance to the intensive care unit, where blood glucose levels exceeded 500 mg/dl, causing dehydration and requiring intravenous treatment of saline and insulin. Ketones were present and were considered dangerous by a healthcare provider. No permanent damage reported, and the customer was released after two days. A supplies and system check confirmed that no further assistance was required.